Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced chest pain, diaphragm spasms and nerve stimulation. The implantable pulse generator (ipg) was reprogrammed, the right atrial (ra) and right ventricular (rv) leads were revised. The ipg system remains in use. No further patient complications have been reported as a result of this event.